Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the lesion was chronically totally occluded and had moderate calcification and moderate tortuosity. A dilatation was performed with a 1.5 x 12 voyager rx and another dilatation was performed with the voyager otw, however, during the fourth dilatation, the balloon ruptured at 14 atm. Another company's 2.0 mm balloon was used to complete the procedure. No additional event or patient information is available.

Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the balloon catheter was returned with blood visible in the balloon and guide wire lumen. There was contrast visible in the balloon. The balloon was loosely folded. There was a pinhole rupture in the middle of the balloon located near the proximal end of the marker band. There was a .5 mm scratch mark on the balloon at the pinhole. There was no other damage noted on the balloon catheter. Product performance engineering reviewed the incident information and the returned device analysis factors that can contribute to pinhole ruptures include, but are not limited to, balloon damage during manufacturing materials, mechanical damage, handling of the device during use, interaction with associative devices, patient anatomy, lesion calcification and tortuosity, excessive applied pressure, or insufficient preparation prior to use. Reportedly, the lesion in this case was moderately tortuous and calcified with 100% stenosis, which may have been a contributing factor in this case. The balloon catheter was returned with blood present in the balloon and guide wire lumen. There was contrast visible in the balloon, which was loosely folded. All of which are consistent with the reported use of the device in the patient. The analysis confirmed that there was a pinhole rupture in the middle of the balloon located near the proximal end of the marker band. In addition, there was a scratch located on the balloon at the pinhole. It is possible that the balloon material was damaged (scratched) during interactions with other devices or the patient anatomy, such that the balloon ruptured upon multiple inflations. Therefore, based on the incident information and returned device analysis, the balloon rupture appears to be related to mechanical damage to the balloon material during the procedure. A review of the finished device lot history record did not reveal any non-conforming material reports associated with this lot. A query of the complaint-handling database was performed and there have been no other complaints reported with this part and lot number combination. This MDR is considered closed by the product performance group.